Manufacturer narrative:
Further information was requested but not received. Final analysis was normal. No anomalies were found.

Event description:
Related manufacturing reference number: 2017865-2021-12262, 2017865-2021-12263, 2017865-2021-12264, 2017865-2021-12265. It was reported that the left ventricular, right atrial, right ventricular, and a previously capped right ventricular leads had dislodged a few days post implant. It was noted that the left ventricular, right atrial and right ventricular leads exhibited no function. The left ventricular and right atrial leads were explanted and replaced. The right ventricular lead was repositioned on (B)(6) 2021. The previously capped right ventricular lead was unable to be removed so it remained capped. While replacing the right atrial lead, the new lead was unable to be implanted after multiple attempts. The lead was removed and replaced. The patient was in stable condition.